Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer was informed about how to reset the pump but was unable to perform the reset due to the lack of a charging cable and insufficient units in the cartridge. The customer intended to call back once able to perform the reset.